Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, lead sensing anomaly issue was observed on the ra lead. The capturing and impedance was normal. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable post procedure.